Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the vanc assay on a cobas integra 400 plus. The patient sample initially resulted in a vanc value of 27.47 mg/l and this value was reported outside of the laboratory. The initial value deviated from the expected concentration, so the sample was repeated. The sample was repeated at a second site on an abbott architect analyzer, resulting in a value of 5.5 mg/l. The sample was also repeated on the customer's integra 400 plus analyzer on (B)(6) 2020, resulting in a value of 5.73 mg/l. The vanc reagent lot number was 46764301. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The vanc reagent expiration date was 30-jun-2021. The last valid calibration performed with this lot number was on 08-aug-2020. Control data was provided for one control level and this was within range on the day of the event. The field service engineer checked the system and all checks passed. Precision studies were performed. Based on calibration and control data, a general reagent issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.